Event description:
Additional information was received that it was confirmed that the device had migrated.

Event description:
During a remote follow up, under-sensing and loss of sensing were observed on the device. Migration of the device was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.